Event description:
Healthcare professional reported right side "baker grade iii" and "implant displaced towards superior pole, hardening, limitation of mobility of the implant and folds in the lower pole," and per MRI "folds," "increase in the anteroposterior diameter and rounded configuration, suggestive of encapsulation," "a nodule," and "capsulitis." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.